Manufacturer narrative:
Pc-(B)(4). Upon additional information review, this event has been updated from serious injury to malfunction. Additional information was requested and the following was obtained: what medical care did the caregiver receive? The wound of the caregiver has been disinfected and a bandage has been applied. Did the caregiver receive a tetanus shot or other shot or stitches? No shot has been performed and no stitches were needed. Did the caregiver receive a diagnostic test for blood-borne disease? Diagnostic tests had to be performed. No further information available. Please provide results of any tests performed. The customer is not able to provide the results.

Manufacturer narrative:
Pc-(B)(4). Upon additional information review, this event has been updated from malfunction to serious injury. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: 1. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No more than usual. 2. Was the ampoule crushed repeatedly? No 3. What was done to treat the shard penetration? The sharp penetration has been disinfected then bandaged. 4. Was medical or surgical intervention required? A medical care for accident of exposure to the blood was necessary. 5. What is the status of the care giver¿s injury today? No further information available for now. 6. Status of product return: always at the customer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by ¿a medical care for accident of exposure to the blood was necessary¿? What medical care did the caregiver receive? Did the caregiver receive a tetanus shot or other shot or stitches? Did the caregiver receive a diagnostic test for blood-borne disease? Please provide results of any tests performed.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the care giver¿s injury today?

Event description:
It was reported that the topical skin adhesive was used after placing a port on (B)(6) 2018. When pressing the tube, a piece of the tube has punctured two gloves and made a wound with bleeding on right thumb fingertip of caregiver. Previous contamination of the gloves by blood of patient with (B)(6). No adverse patient outcome reported. Additional information has been requested.

Manufacturer narrative:
Investigation summary ==> it was reported device performance/shard penetration. Visual evaluation shows a crushed ampule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled.